Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, blood leaks out of the sleeve when connecting the sampling tube. There was no health impact or consequence reported.